Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round high profile 380cc saline catalog: 3503380 lot: 5925745 sn: (B)(4).

Event description:
It was reported that a (B)(6) -year old caucasian female patient underwent primary breast augmentation with mentor smooth round high profile 380cc saline breast prostheses. Deflation of the right breast prosthesis was identified. As a result, the patient underwent removal on (B)(6) 2018.

Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. Red material was observed within the device. No foreign material was observed on the shell surface. Product evaluation discovered a rent measuring approximately 0.2 cm on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).